Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm and the insulin pump was not delivering insulin. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 500 mg/dl. The customer treated with the insulin pump. The customer completed troubleshooting and the device alarmed no delivery. The customer was informed that the device may have been occluded. The customer was informed that their items would be replaced, and to return the set and reservoir back for analysis.